Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a redo pulmonary vein isolation procedure, a cardiac perforation occurred. While confirming the isolation of the veins at the end of the procedure, the patient became hypotensive. An echocardiogram and ultrasound revealed a pericardial effusion near the left atrial appendage, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.